Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted the instrument jaws were not opening and not functioning properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have a broken bipolar yaw pulley. The broken piece was missing and size of missing piece was approximately .115¿ x .049¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.